Event description:
Pump reading ¿high pressure¿ when attaching new cassette. Had pt mix new cassette while on the phone from e-kit (emergency kit) and attached to pump. Pump infusing successfully without issue now, no interruption in therapy. Pt no longer has cassette and therefore lot and expiration information that caused the high pressure alarm is not known. Fault did not occur while in use. This is for a life sustaining infusion outcome is resolved. No other information/dates/details reported. Reported to (B)(6) by: patient/caregiver.